Manufacturer narrative:
The investigation of positioning issues and product damage (sleeve) has been completed. The pump was not returned for investigation. As per the clinical information provided, the sterile sleeve was damaged while repositioning the pump. The cause of the product damage (sleeve) issue was not determined since product/images were not returned. As per the clinical information provided, the patient was rolled over which led to the pump getting pulled into the aorta. Therefore, the root cause of the positioning issue was most likely patient movement. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26871 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 medical device problem code 4008 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26871.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs) and the device became malpositioned requiring repositioning in which the sterile sleeve was damaged in the process. The patient would subsequently expire. The patient came as an outpatient for an endoscopy. During recovery the patient went into pulseless electrical activity arrest and received three rounds of cardiopulmonary resuscitation with return of spontaneous circulation. The patient was cannulated for extracorporeal membrane oxygenation (ECMO) and impella implanted for vent. Approximately two days after start of the support an impella in aorta alarm triggered. Echocardiogram confirmed, and the physician was able to reposition the pump back across the aortic valve into the left ventricle measuring 5.0 cm. In the process, the sterile sleeve was damaged (no action was taken regarding the damaged sleeve per the report). The patient continued on support, but prognosis was "poor." Six days later, the patient had a flat electroencephalography and pupils were non-reactive. The patient was planned to undergo brain death testing. Two days later, however, it was noted the patient quickly decompensated despite being maxed on pressers and impella mcs, coded and was unable to be revived after cardiopulmonary resuscitation. Medical safety review of the event noted there is not enough information to exclude the impella as an associated factor to the event given the malposition of the device. The pump moved, was displaced from its intended position and cause is unknown.